Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) and high sensing integrity counter (sic). The right atrial (ra) lead had an alert for out of range pacing impedance. The ra lead remains in use and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.